Event description:
The customer reported the battery was not charging. There was no patient involvement. During a conversation with a remote service engineer (rse) the v60 is not charging the battery. He mentioned the circulation fan turns on and off every 3 to 4 seconds. The manufactured date of the battery is 1-19-21, but the battery voltage is only 12.6. The rse recommended replacing the battery. The customer reached out again and stated he found a different unit and swapped batteries. The machine in question has yet to have a fan ramp up/shut down or the battery light blinking every 3 seconds. The good battery is measuring 16.42 v, so it looks like a new battery is required. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: the customer did not respond to requests for additional information. If further information is obtained, this complaint will be reopened.